Event description:
Interruption in intermittent therapy reported. The pump was programmed to infuse nafcillin 2.0gm (dose unspecified) over 30 minutes every 4 hours with an unspecified keep vein open rate. It was reported that after 0000 hours 3/1/2000, the pump did not deliver the scheduled dose and continued to infuse at the keep vein open rate. Subsequently, the pt missed two doses before discovering the interruption in therapy. It was reported that the pt's groshong catheter clotted off and was replaced. After the goshong catheter was replaced, therapy continued without event after reprogramming the pump. Though requested, there was no additional info available.